Event description:
It was reported this pacemaker exhibited t-wave oversensing (twos). Ts confirmed the presence of twos, with over sensed signals occurring shortly after ventricular pacing (vp). Ts recommended measuring the t-wave amplitude on stored events and adjusting rv sensitivity accordingly to prevent further inappropriate sensing. This pacemaker remains in service. No adverse patient effects were reported.